Event description:
It was reported that during a da vinci si surgical procedure that a loose wire was on the prograsp forceps instrument there were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. No loose cables were found on the distal end. The instrument was placed on system and driven. Recognition and engagement test passed. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. An additional finding not reported was deep scratches on the main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.